Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient, underwent a ventricular tachycardia procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. After the procedure was completed, the patient experienced cardiac tamponade and required pericardiocentesis. The physician thinks this is due to there being a large amount of ablation and the inflammation has been seeping / oozing over time. There is no claim of product malfunction.